Event description:
It was reported the customer had a no delivery alarm during a manual prime. Customer's blood glucose was over 200 mg/dl at the time of the call. It was also reported the customer had a reservoir leak. Customer stated the leak was from the transfer guard. The customer also reported smelling insulin around their reservoir compartment. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.